Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion could not be confirmed during log review or replicated during testing of pump module (B)(6). For pump module (B)(6), deviations were observed during initial testing, indicating the device required calibration to restore proper rate accuracy. After calibration and preventive maintenance, the device operated within specification. Both pump modules underwent functional testing. Pump module (B)(6) passed all unregulated flow trials and the one-hour timed rate accuracy test within specification (97.86ml/hr, -2.14% error). Pump module (B)(6) failed unregulated flow testing at multiple rates and the initial one-hour test (93.23ml/hr, -6.77% error). After calibration and preventive maintenance, it passed the one-hour test within specification (98.15ml/hr, -1.85% error). Occluder spring testing was performed on both devices with no issues observed. Inspection of the suspect pump module (B)(6) both externally and internally revealed no anomalies that would contribute to the reported event. However, incidental findings were noted during the external inspection, including corrosion on the pivot latch screw, damage to the lower-left corner of the housing, and a bent latch assembly that made its operation difficult. The bezel assembly date code was (B)(6) 2024, approximately one (1) year old and not recall affected. All other components inspected were in good condition and confirmed to be manufactured by bd. Inspection of the suspect pump module (B)(6) both externally and internally revealed no anomalies that would contribute to the reported event. An incidental finding was observed during the external inspection: the right (male) iui connector had damaged isolation ribs. The bezel assembly date code was (B)(6) 2024, approximately one (1) year old and not recall affected. All other components inspected were in good condition and confirmed to be manufactured by bd. The logs from both the pcu and pump modules were retrieved, but the facility did not provide the date or time of the event. No errors were found in the error logs that could have contributed to the reported issue. The event logs showed the most recent infusion-related activities: for pump module (B)(6) , a primary infusion started on (B)(6) 2025 at 1:47 pm at 250ml/hr with a vtbi of 698.874ml, followed by a secondary infusion at 2:46 pm, which ended at 2:47 pm when the channel off key was pressed. The module was removed with a tvi of 619.199ml. For pump module (B)(6) , a primary infusion began on (B)(6) 2025 at 3:31 pm at 250ml/hr with a vtbi of 500ml and ended at 5:10 pm when the channel off key was pressed. The module was removed at 5:55 pm with a tvi of 770.906ml. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The bd alaris user manual v12.3.2 with guardrails, troubleshooting and maintenance guide provides the following information: to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door.user manual ¿ the roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. Verify correct primary and secondary infusion parameters prior to starting the infusions. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. The pumping mechanism were disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the facility. There was patient involvement and patient or user harm unknown. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: for pump module (B)(6) , the root cause of the reported issue of an over infusion was not identified during the investigation. The returned device was fully evaluated, including log review and laboratory testing, and no issues or anomalies were observed. The device passed all unregulated flow, timed rate accuracy, and occluder spring tests within specification. For pump module (B)(6) , the probable cause of the reported over infusion was determined to be the device delivering out of specification during unregulated flow and initial timed rate accuracy testing. Although the deviations were minor, they indicate the pump module required calibration to restore proper rate accuracy. After calibration and preventive maintenance, the device passed all functional tests within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. Per report, "the pump infused medication from the secondary bag too fast" there was patient involvement and patient or user harm unknown.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. Per report, "the pump infused medication from the secondary bag too fast" there was patient involvement and patient or user harm unknown.